Event description:
A caller reported encountering a cartridge alarm 30. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge using the proper load technique, allowing the caller to successfully resume insulin therapy, and the issue was resolved.